Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was burning around the battery site with stimulation on and off.  However, the burning was not as severe with stim off. An impedance check was done and all are within normal limits. The rep reprogrammed the device using a different part of the lead and turned stim back on. There were no complaints of burning at that time.